Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had a big air bubble. Customer reported that there was no air bubbles when he took the reservoir off the pump but air bubbles appeared after completing the displacement test. Air bubbles are not soda pop or champagne size. Insulin pump also had a insulin flow block alarm. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.